Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. The subject device was not returned to legal manufacture however, based on the results of the investigation there is a possibility that the subject device failed to meet specifications and functions since the device failed to be correctly reprocessed due to the user¿s lack of understanding of the instruction manual. The event can be detected and prevented by following the instructions for use: instructions for the endoscope reprocessor, operation manual describes ¿attach all of the connecting tubes specified according to the type of the endoscope.¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that when reprocessing the duodenovideoscope using the olympus endoscope reprocessor the connecting tube was not installed. There were no reports of patient harm.